Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the controller was replaced but patient was still having difficulty with recharging, they has to hold the controller in a certain position to recharge, their manufacturer representative (rep) implying the recharger wire might be an issue.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the representative (rep) that patient received new recharger and that fixed the heating up feeling. On (B)(6) 2026 they met patient for reprogramming. The patient didn¿t have recharger with her and only verbally mentioned trouble with charging. She then called either tech support or patient services for help. As far as their acknowledgement issue has been resolved.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their recharger was not working properly. Patient stated that they met with manufacturer representative (rep), yesterday for reprogramming and the representative told the patient that there was something wrong with the recharging cord and that the patient needed a new one. Patient said that when they were charging the implant, the implant got really hot on their hip. Patient also said that it took forever to charge the implant and that this morning it took them almost an hour and a half to charge their implant when it didn't take that long in the beginning. Patient noted that they had to move the recharger around ever which way to finally get the implant to charge and that they would have to restart the charging session 3 or 4 times because it kept kicking them off. When asked about any error messages/codes, patient mentioned they get a message to restart only. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller port and li battery pack pins. Patient noted the 2nd pin from the right looks like it's leaning on the controller compartment pins. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.